Manufacturer narrative:
The double header channel and control head combo brush is non-sterile and is intended for single-use cleaning of the endoscope channels and control hade valve. During a procedure the user tried to pass an instrument down the working channel of a colonoscope and met resistance. The colonoscope was removed from the procedure and the distal brush containing a 12-16 inch section of a catheter of the double header cleaning brush was found in the working channel. The procedure was completed using a second colonoscope. There was no reported harm to the patient or user. The brush was discarded and the product lot number was unknown. Information found in the instructions for use includes: use only in channels 2.0mm and larger. Original equipment manufacturer's guidelines regarding care and cleaning of individual endoscope channels must be reviewed prior to the use of any cleaning brush. Dispose of the cleaning brush after initial user. The mechanical attachment of the brush(es) to the plastic sheath cannot be guaranteed to be reliable or secure following initial use. Never transfer a used cleaning brush from one endoscope to another endoscope, since cross-contamination could occur and result in patient complications. Disposable cleaning brushes are designed to safely remove debris, some of which can be retained in the bristle structure. If the channel(s) are known to be occluded or resistance is met in attempting to pass the brush through the endoscope, do not force the cleaning brush through the endoscope, as this may result in damage to the channel. A us endoscopy product specialist has since provided training to the hospital on use of the double header cleaning brush. Device discarded by user.

Event description:
The double header channel and control head combo brush is non-sterile and is intended for single-use cleaning of the endoscope channels and control hade valve. During a procedure the user tried to pass an instrument down the working channel of a colonoscope and met resistance. The colonoscope was removed from the procedure and the distal brush containing a 12-16 inch section of a catheter of the double header cleaning brush was found in the working channel. The procedure was completed using a second colonoscope. There was no reported harm to the patient or user. The brush was discarded and the product lot number was unknown.